Event description:
It was reported that when testing the universal modular electric/battery double trigger handpiece in the sterile field prior to the procedure beginning, the handpiece would not work. There was no noise or action. It was reported that another battery was used with the device and it still would not work. Both batteries were checked with another handpiece to confirm charged. There was no harm or delay reported, and procedure completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.